Event description:
The doctor indicated that this implant mount screw fractured.

Manufacturer narrative:
Upon visual inspection it was confirmed that the threads on the screw have fractured and the hex on the cylinder is also damaged. No lot or order number was provided. The product¿s history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.